Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment, recipient, and device details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent medical intervention.

Manufacturer narrative:
Advanced bionics considers this event as closed. The recipient reportedly is pursuing revision surgery. Revision surgery will be followed under MDR 3006556115-2025-00085. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.